Manufacturer narrative:
The event of capsular contracture and seroma are a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and seroma-late.

Event description:
Healthcare professional reported right side "contracture" baker grade iii and "pericapsular fluid." Device remains implanted.

Event description:
Device has been explanted.

Event description:
Healthcare professional reported right side "contracture" baker grade iii and "pericapsular fluid." Device has been explanted.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: capsular contracture: unable to observe since it is a medical event and is not related to the device. Seroma-late: unable to observe since it is a medical event and is not related to the device. Additional observations: yellow particle observed on the device. It is not possible to determine the lot number or catalog through the photos provided. It cannot be determined which device is for the left or right side per the photos provided.